Event description:
A closing wedge osteotomy was performed on (B) (6) 2008. Two implants (10x10mm and 13x10mm) were implanted into the 4th and 3rd metatarsals, respectively. The surgeon noted that intraoperative xrays showed the 10x10 implant legs to be further apart than those of the 13x10 implant and the 10x10 implant was manipulated manually. The 10x10 implant appeared to be secure and the surgery was ended without further incident. The pt returned to the surgeon's office on (B) (6) 2008 and additional xrays were performed. Per the surgeon this was a routine follow up and routine xray. Upon review of the xrays, the surgeon notified the sales rep that the 10x10 implant "popped dorsally" out while the 13x10 implant appeared intact and that a revision surgery was planned for (B) (6) 2008. The surgeon stated that the pt could not remember if she had or had not put any weight on the foot. During the revision surgery on (B) (6) 2008, the 10x10 implant was removed and replaced with alternate fixation device. The surgeon simulated weight bearing prior to closing the surgical site and noticed that the second original implant (13x10) became loose and was also replaced. See also 3005509435-2008-00002.

Manufacturer narrative:
Devices received at intelifuse, inc 04/23/2008 and photographed. Devices forwarded to bri for further review on 04/28/2008.